Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for blood pooling with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® barricor¿ plasma blood collection tube has blood pools in the cap and the blood will spill out of it often times landing on our pants, shirts, or other places. No serious injury or medical intervention reported.